Manufacturer narrative:
The cause of falsely elevated thyroglobulin results is unknown. Siemens healthcare diagnostics is investigating the issue

Event description:
Discordant, falsely elevated thyroglobulin (tg) results were obtained on two patient samples on an immulite 2000 xpi instrument. The falsely elevated tg results were reported to the physician(s) who questioned them. The new samples were drawn for both patients and tested on the same instrument for sid # (B)(6) and on an alternate immulite 2000 xpi instrument for sid # (B)(6). Both patient samples resulted lower than the initial results. Both patient samples were then tested in alternate labs, also resulting lower than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tg results.

Manufacturer narrative:
The initial MDR 2247117-2014-00074 was filed on november 14, 2014.(B)(4).

Manufacturer narrative:
The initial MDR 2247117-2014-00074 was filed on november 14, 2014. The first supplemental MDR 2247117-2014-00074_s1 was filed on november 25, 2014. Additional information (12/12/2014): a precision study was performed on the instrument and the percentage coefficient of variation was acceptable. The cause of the discordant thyroglobulin results is unknown. Additional information (12/16/2014): no further discordant results have been obtained on this instrument. This instrument is performing according to specifications. No further evaluation of the device is required.